Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/07/2015 with the following findings: during testing, the battery compartment was observed to be cracked. The returned battery cap had stripped threads. Additionally, evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and battery cap. This report is made based on results of investigation completed on 12/07/2015.